Manufacturer narrative:
On 9/30/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. On 10/8/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 5/2/2019. The actual due date for the report was 6/1/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019, during the evaluation of the sample it was observed to be ruptured and received in two(2) pieces. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture and rupture a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2019, during the evaluation of the sample it was observed to be ruptured and received in two(2) pieces. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. This report contains supplemental information for mentor psr reference number ip-00498287. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00498287. It was reported that a (B)(6) female patient underwent breast surgery with mentor memorygel breast implant 450cc. Now this patient presented with bilateral capsular contracture; baker grade unknown, and bilateral rupture. As a result, the devices were explanted and replaced with mentor memorygel breast implant 450cc on (B)(6) 2019. This medwatch is for the left breast implant.